Event description:
Harvester was being used to harvest the saphenous vein for a CABG coronary artery bypass surgery procedure when the pa noticed that a piece of insulation was in the operative space.